Event description:
It was reported that, "revised due to broken tibial baseplate. Surgeon believes that the bone under the implant gave way, which caused the implant (left medial tibial plateau) to break."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not released to the manufacturer due to hospital policy. The catalog number and lot code for the reported device was not provided either. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.